Manufacturer narrative:
Per the clinic, the patient was experienced infection at implant site followed by skin breakdown. The patient also was treated with oral antibiotics (specific date and duration not reported). Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an extrusion of the implanted device. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.